Event description:
Exofin applied to laceration. Provider got glue on gloved hand and had to remove the glove due to burning sensation felt through the glove. Patient had an intense burning sensation around the laceration.